Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the downstream occlusion (dso) sensor is defective. The dso sensor was replaced.

Event description:
It was reported that the pump showed error message: cassette not connected correctly. There is unknown patient involvement. No patient harm/adverse event was reported.